Event description:
Boston scientific crm received information that this patient has not been feeling well and her current rate is about 79bpm. The caller reported an unsuccessful device interrogation and the inability to obtain a magnet response. The patient was last checked on (B)(6) and missed her transtelephonic monitoring (ttm) check last week. The device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
The caller stated she would be contacting a boston scientific crm representative to come onsite to check this pacemaker. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device remained implanted following the initial observations. Additional information was received noting that the patient passed away ten months later due to unspecified reasons. The device was recently returned and is undergoing evaluation in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.